Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history did not reflect a blood glucose (bg) level of 215 mg/dl that had been entered. Tandem technical support reviewed pump logs and determined the bg value was not entered. Despite findings, contact was adamant that bg was entered but not recorded. Reportedly, the customer continued using the pump for insulin therapy.